Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
End on inserter snapped off.

Manufacturer narrative:
Conclusion and justification status: the complaint states end on inserter snapped off. The investigation confirmed the failure mode as reported. The lot number indicates the device was placed into stock on aug 2006 indicating that it has had the possibility of being in use for just under 10 years. Examination of the device confirms it has been well used. Previous investigations for this failure mode have been attributed to user error or wear out. The root cause with regard to this complaint is attributed to the device being worn from normal use and servicing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.